Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) technical support to report a 16-5301-0 - micropore-surgical tape 1x10yds. Patient contact reported that the patient started experiencing itches and irritates the patient skin. Patient will see nurse on (B)(6) will inquire on another tape to use. No pickup is needed. No further information provided. Patient involvement is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).